Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 467 mg/dl. The customer administered 20 units and stated that the blood glucose did not go down. The customer treated with manual injections. The drive support cap was normal and recessed. The customer found air bubbles and was assisted in priming them out. No leaks were observed and insulin did exit with the manual prime.